Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that when an astral device was connected to the main power supply (psu), it was detecting the psu as an external battery, therefore, it was not charging its internal battery. It was determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery was not charging. There was no patient injury reported as a result of this incident.